Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she experienced ineffective stimulation for the past two years. Reprogramming was unable to resolve the issue. The patient now desires an explant of her system. Surgical intervention may be taken to address the issue.